Event description:
Reference number (B)(4) event occurred in germany. It was reported that patient experienced infusion set tubing detachment while he was sleeping event on (B)(6) 2025. The site of detachment was at tube.the insertion site was abdomen. The infusion set was in use for 2 days. No further information available.